Event description:
It was reported that the patient presented remotely via (B)(6).net. Review of the transmission revealed that the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. No intervention performed. There were no patient consequences.

Event description:
New information received notes that the implantable cardioverter defibrillator's post-paced t-wave over-sensing re-occurred. No intervention was performed. There were no patient consequences.